Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report upon powering on their device, the display screen remains blank. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio-control observed that the device intermittently will boot up in paddles mode with no dashed lines. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed.

Event description:
The customer contacted physio-control to report upon powering on their device, the display screen remains blank. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio-control observed that the device intermittently will boot up in paddles mode with no dashed lines. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the issue reported was consistent with normal device operation. After unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was that the user did not understand normal device operation.